Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported. Additional information indicated that this rv lead was capped due to steadily increasing pacing threshold that was observed through the threshold testing and was compared from the initial threshold at implant and latest in-office follow-up. Since the patient was dependent on rv pacing, the physician decided to implant a new lead and prophylactically replaced this lead before any issues occurred with the patient.